Event description:
It was reported that no disposable alarm on both cadd legacy pump while using same 100 ml cassette with flow stop. Another cassette was mixed and started on pump without alarm. No further details provided.